Manufacturer narrative:
The reported events were lead dislodgement, p-wave amp variation and failure to capture. After cleaning, the helix was able to extend and retract by applying torque directly at the connector pin. The reported events of p-wave amp variation and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
Related manufacturer report number: 2017865-2021-40159. It was reported that the right atrial (ra) lead exhibited low sensing values and a failure to capture, and the right ventricular (rv) lead exhibited low sensing values and a high capture threshold. Upon an x-ray, it was observed that both leads were dislodged. Both leads were explanted and replaced. The patient was stable.